Manufacturer narrative:
(B)(4). Batch #: unknown. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. Complaint information is trended on a regular basis to determine if further investigation is warranted. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed.

Event description:
It was reported that when cleaning and going thru instruments after an unknown surgery, they noticed a crack in the upper part of the handpiece. The handpiece worked without a problem through the surgery. No patient came to harm. Being afraid that there will be humidity in the handpiece, it was disposed.